Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited intermittent capture. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that prior to the lead being capped, due to a drop in impedance and stimulation of the right pectoral muscle, the lead had been repaired with silicone glue. The patient had also been experiencing ongoing phrenic nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.